Event description:
The MFR received info alleging a ventilator was not fully charging its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.